Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that signal loss over one hour occurred. The sensor was inserted into the arm on (B)(6) 2024. On (B)(6) 2024, the patient lost consciousness while at work, and while experiencing signal loss on the dexcom device. The events leading up to this were not reported. It is unclear how long the patient had been experiencing signal loss prior to losing consciousness or whether a bg meter was being used as a back-up. 911 was called and once emergency medical services (ems) arrived, the patient¿s bg meter reading was taken and was 51 mg/dl. The patient was treated with a glucose tablet and transported to the emergency room (ER). At the ER, the patient¿s bg meter reading was 111 mg/dl and the patient was given another glucose tablet. The patient was still in the hospital at the time of report, as the patient broke his nose because of the fall he experienced when he lost consciousness. The patient will be undergoing more tests, including a CT (computed tomography) scan. Attempts to reach the patient for additional information was unsuccessful. A review of the share logs was performed, and a loss of connection was found within the investigation window. However, the device operated within specification. The allegation was not confirmed. The probable cause could not be determined. No additional patient or event information is available.